Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. The patient had sepsis with possible infection of the hemodialysis catheter. Attempts were made to obtain additional information regarding the nature of the infection however was unsuccessful. There were no additional adverse effects reported. The product was explanted.